Event description:
It was reported that during engineering evaluation the motor device was testing and it was discovered that "the console displayed an e5 error". This event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual sample was returned for evaluation. Reliability engineering evaluated the device. The reported condition was confirmed. The assignable root cause was determined to be due to excessive force. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.